Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head lot# unknown; item# unknown, unknown stem lot# unknown; item# unknown, unknown cup stem# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, reported event was unable to be confirmed due to limited information received from the customer. Xrays were provided indicating lucency surrounding femoral stem suggesting osteolysis was noted. There is slight varus positioning of the femoral stem with osteolysis of the femoral component. No further evaluation was possible using the images provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02115, 0001825034 - 2019 - 02114.

Event description:
It was reported that patient was being considered for revision for unknown reason. X-ray review indicated osteolysis and radiolucency around stem. Attempts were made to obtain additional information; however, none was available.